Event description:
It was reported that the patient had pectoral stimulation while sitting up. No capture was observed in the unipolar configuration. A chest x-ray showed that the ventricular lead had dislodged and pulled back into the pocket area, causing the stimulation. The lead was repositioned.